Event description:
It was reported that the customer was hospitalized with chest pains, but his blood glucose was 300mg/dl at the time and he was treated. Then his glucose level dropped to 45mg/dl. The blood glucose reading at time of call was about 200mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.